Event description:
The customer reported less than 1 ml of fluid leaked from the coulter lh 780 hematology analyzer. The customer stated that the instrument was failing hemoglobin (hgb) and white blood cell (wbc) on controls. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole in the tubing from pump (pm7). The fse replaced the tubing to resolve the leak issue. However, the instrument continued to fail hemoglobin (hgb). The fse replaced the hemoglobin (hgb) assembly and verified the instrument. The instrument performed within specification. (B)(4).